Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure. B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data,inclu - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code/remove hospitalization or prolonged. Hospitalization FDA code : 4607 - correction/additional information. H6 codes: health effect - clinical code/ remove hypoglycemic shock FDA code : 4575 - correction/additional information. H6 codes: medical device problem code - correction. H10: corrected data. H11 additional narrative - correction/additional information.

Event description:
Subsequent to the initial MDR, clarification was provided on 6/24/2024. It was reported that the patient experienced an adverse event because the sensor stopped working. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that the sensor required calibration the day after the sensor was inserted as it was "off by a hundred". The patient also had to calibrate the sensor on the tuesday after. On wednesday ((B)(6)2024), the patient ended up in the hospital after passing out. The patient stated, "it didn't let me know my sugar was going low. I was totally unconscious." He stated he was in the hospital for three days and was "totally out". He stated that the sensor "does not work". On the day of the event at 8:30 (am or pm not specified), the patient was at home when he passed out. His wife found him and called emergency medical services. According to the patient, the display device was showing readings of 100-150 mg/dl and did not indicate an extreme low. The patient was taken to the hospital and discharged on friday afternoon. At the hospital, the staff did not allow the patient to use their tandem pump and put him on an insulin drip. After the first night, the patient was back on his insulin pump but stated it continued to provide inaccurate readings. A finger stick reading was performed every hour, then every two hours, with readings of 105, 106, and 111. The patient did not change his sensor as he did not have another one. At the time of the report, the patient stated that one device was showing 160 mg/dl and the other was showing 224 mg/dl (it was not specified which was the blood glucose reading and which was the continuous glucose monitor). Follow up contact was made with the patient on (B)(6) 2024. Additional event details were provided. It was reported that the patient was found by his wife in the back hall, down on his side. The insulin pump was showing an extremely low reading (value not provided). His wife attempted to give him coke, but it spilled everywhere so she called emergency medical services. The initial blood sugar reading was 158 mg/dl (device not specified); however, the patient's wife insisted that the patient's reading was extremely low. Emergency medical services thought the patient had a seizure, but the wife confirmed that he did not. During this time, the patient's daughter, who is an intensive care unit nurse video chatted with the wife and said he needed to be given medicine for low sugar. Despite this, he was still given seizure medicine. After about 45 minutes to an hour, the paramedics checked his blood sugar again, and it was 29. He was then given medication for low sugar. According to the patient, he was overdosed on seizure medication and transferred to the hospital. He had to be ventilated and was put into an induced coma. He was given IV medications to raise his blood sugar. On the last day of his hospitalization, friday, late afternoon, he was back on the pump. The patient noted that it was working fine, showing a blood sugar of 110, which matched the blood glucose test. The patient clarified that the display device did alert him when his sugar was low, but it did not notify him again when he was going low. He stated, "it wouldn't remind you again once you have one low sugar. It will not give you another reminder of low sugar." At the time of the report, the patient was doing better. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on the (B)(6) 2024. On (B)(6) 2024, it was reported that the patient become unconscious on the floor of his home because he states that the cgm did not let him know that the sugar was going low. The patient reportedly stated that he passed out unexpectedly and he was found unconscious on the floor by his wife who called the ambulance. The egv at that time was unknown as the display device was not checked prior to loc. The patient was rushed by the ert to the hospital. When he arrived at the hospital, the hospital continuously ran tests on him. The hypoglycemia reversal method was not documented. In the hospital, they took his tandem pump and they put him on an insulin drip instead. After the first night, they put him back on the his pump. Yet the display device reportedly kept showing inaccurate readings still. The egv and bg during that time were not documented. The personnel reportedly asked him to change sensors to check the difference but he did not account for being rushed to the hospital, so he did not bring any extras with him. No other medications were given besides the insulin. The patient was reportedly unconscious for a total of 2 days and woke the day prior to the call before discharge. At the time of the repot, the patient was in a much more stable state and requested a replacement of the wearable that he used during the incident. No data was provided for evaluation. The allegation and the probable cause could not be determined.